Event description:
It was reported that the atrial lead exhibited noise. The device was programmed at a least sensitive setting of 1.0 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.